Event description:
On (B)(6) 2012 patient had reported a change in therapy effect, specifying that they were experiencing massive migraines and low sodium. The patient stated they felt this was from the fentanyl. Their hcp brought the patient to 1200 mg of fentanyl in (B)(6) 2012. They also shut the personal therapy manager (ptm) off. Their hcp brought the patient up to 1300 mg of fentanyl and they were uncertain when this occurred. They had discussed weaning the patient down from fentanyl, so they did not understand why this occurred. The went to the ER in the first week of november due to their headaches. They stated they begged their hcp to decrease the fentanyl, but the hcp said to wait until their next visit on the 28th (month not specified). The hcp at the ER gave the patient prednisone and another medication (unspecified). The patient stated they had a lumbar puncture done and the hcp had a hard time going through their scar tissue. Everything showed up ok. The patient asked their hcp to put their bolus back on because they were in so much pain. They had pain in their legs and could not hold their body up. They had a refill done on (B)(6) 2012. At this refill the hcp refilled the pump with fentanyl 1300 mg again, but at a ¿different drip rate.¿ the medications infused at this time were fentanyl, bupivacaine, and baclofen. On (B)(6) 2013 the patient later reported that they did not have concerns with their device and doctor. They were still having concerns with their device or therapy, but they had not sought further help. The patient stated that they did not like fentanyl and they needed more numbing. The patient stated that they had so much fentanyl that they ended up in the ER. They had been in the ER due to severe headaches which was caused by them drinking so much water and resulted in low sodium. They stated it was hard to sit and they were mostly in bed. The patient stated their pump hurt still and burned sometimes so they were given 4 lidoderm patches to put on it. On (B)(6) 2014 the patient stated that they were in bad pain and their hcp had them on ¿way, way too much fentanyl.¿ they begged for their hcp to turn the pump down. They wanted a doctor to take it out, but if they could get the pump to work they wanted it. The pain was unbearable. On (B)(6) 2013 a healthcare professional later reported that the medications infused were fentanyl 300 mcg/day, bupivacaine 15 mg/ml, and baclofen 59 mcg/day. The cause of the event was noted to have been that the patient had multiple health problems, and the hcp specified the cause as the ¿patient.¿ the patient had gone back and forth with needing an increase and decrease without any relief or satisfaction. Dose adjustments (decreases) had been made on (B)(6) 2012 and (B)(6) 2013. There was no patient injury. It was also noted that the patient complained of pain at the pump site. They attributed the pain to bending a lot and moving more due to the holiday. The patient previously reported in manufacturer¿s report# 3004209178-2013-24054 that ¿my pump still burn also when I get a refill;¿ "it was also reported ¿they are doing an ultrasound on my pump;¿ "I have a ¿tear in my back where the anchor is with fluid.¿ the patient also had a neck problem; a CT was used, but the patient didn¿t know the name of it. They wanted to move the anchor. The pump was delivering fentanyl and the patient didn¿t like it. During her trial, morphine was used. Additional information received reported the patient did not have concerns with their device or therapy. It was also reported the problem was ¿it burned¿ and the patient could sometimes ¿feel the leads, guess they have to move the anchor too because it was too high.¿ it was noted it ¿hurt all the time¿ going on for four years. It was further reported the healthcare provider (hcp) could still not find the right medications for the patient and the patient was not satisfied with fentanyl. It was reported the patient¿s trial in 2007 was with morphine. It was noted the patient wanted a smaller pump. On (B)(6) 2014 the patient reported that periodically the pump would hurt her or feel like it was burning her. It ¿felt like the leads on the side and felt like they were burning on her.¿ they stated that now it was happening where they felt the bolus on their left side. The pain and burning at the pump reservoir had been an ongoing issue for at least a year off and on. Sometimes it felt like it was burning. The location was the pump reservoir. The doctor¿s office said this was normal. The patient stated they felt like they were pregnant when putting on socks and they could not move with the pump. The burning lasted for hours. The patient stated they would take an ice pack and rub it a little bit and then she was done. The patient was full of bumps over the pump location that were ¿inside the skin.¿ they felt like fatty tissue or scar tissue around the lead/back could be scar tissue. The patient was not sure if they had an infection in their back, but they were seeing a primary doctor to do some tests to see if this is the case. The patient stated they were going backwards and did not understand. On (B)(6) 2014 the patient reported that they felt like the fentanyl in the pump was on such a high dose. Last time the patient got sick because they were drinking so much and ended up in the ER because of migraines and they were losing sodium. The patient stated this was a year ago. The patient was getting the same feeling of thirst. The patient stated that they did not like fentanyl and they felt like it dragged her down. The patient was not sure why they took out morphine and dilaudid and switched to fentanyl. They stated that gravity was their enemy right now, and they could not stand up for ten minutes trying to walk, cook, clean, or go down stairs. The patient stated their healthcare provider was putting a new pump in on (B)(6) 2014 because the anchor was not located properly. They also stated it was going to be five years so they figured they would swap the pump out. The patient stated that to even take a bowel movement (bm) the patient felt like the anchor was going to pop right out, and they felt like they were giving birth. The patient stated that when calling the doctor they wanted to ¿down it and they could not cope with how high it was¿ but they needed a baclofen bolus that lasted fifteen minutes. They stated that the doctor was to find out the location of the anchor and that was why ¿it was too high and it could be why they were not getting pain relief.¿ they had pain twenty-four seven. The patient liked bupivacaine because of the numbing. They noted there were too many drugs in the pump. The patient stated their liver was ¿going to be fried soon.¿ the patient felt useless. They were not suicidal but they were not happy. A CT of the brain was performed but it did not conclude that the fentanyl was too high.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).